Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head would only work when the wire, which was fractured, was in a certain position. The status of the rf head is unknown. No patient complications have been reported as a result of this event.